Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was bent. Blood glucose (bg) was reportedly high; bg value not provided. No additional information was provided as the customer declined to provide further information.